Event description:
It was reported that during a hand-assisted laparoscopic nephrectomy, near the end of the procedure, upon opening the device, the silicone on the iris valve tore off of the upper ring. There was no pt consequence.